Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 702971, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly, a difference between sensor glucose and blood glucose values. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, and mmt-7040a. Troubleshooting was not performed. . Informed the customer about the product replacement policy. The customer reported having low blood glucose due to sensor glucose versus blood glucose differences that were 60 to 200 points off. No specific sensor glucose value or blood glucose value were given. The customer alleged the pump over-delivered and had to reset the pump settings to get the pump to work. No treatment was mentioned for the low. Troubleshooting was not done since helpline could not reach the customer. The only number on file was a hotline. The pump was used within 48 hours of the low. It was unknown if smartguard was used. No further patient complications were reported. It is unknown if the customer will continue to use the pump. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr.